Manufacturer narrative:
Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly was observed within the tear consistent with crease/fold. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
Two mentor memorygel breast implants were received by the mentor product analysis lab with no accompanying information. The devices were received on (B)(6) 2020 and processed on (B)(6) 2020. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of breast implants is characteristic of a removal and replacement surgery. As a result, this will be conservatively reported to FDA. This report is for one of two devices.